Event description:
It was reported a patient underwent an initial fusion procedure, in which a cervical plate system was implanted. Approximately five (5) years post-op, the patient began having "swallowing/esophageal issues". According to the report, a revision surgery was performed at which time it was determined that the two upper screws on the cervical plate had backed out and the two locking mechanisms were broken. Reportedly, there was "no compromise to the esophagus, but it took a while (undetermined time period) for the patient to get normal swallowing function back". No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.